Event description:
It was reported that stent thrombosis and chest paint occurred. The patient presented for an emergency heart catheterization. The target lesion was located in the left anterior descending artery. After the 3.0mm x 12mm emerge balloon catheter was advanced to the lesion for predilation, a 20mm x 3.00mm ion stent was successfully implanted. Post dilation was not performed and the patient had good flow after the procedure. Upon completion of case, the patient was put on the bed however, the patient started having chest pain again and electrocardiogram changes were noted. The patient was placed back to the operating table, images were taken and an in-stent thrombosis was seen. The vessel was reopened, then a 3.0mm x 15mm nc quantum balloon catheter was advanced to post dilate the stent and the thrombus were aspirated. No further patient complications were reported and the patient was fine and stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).